Event description:
Health professional reported a lap-band removal and possible replacement due to a fluoroscopy that "confirmed there is a broken component in the device that needs to be replaced." Further follow-up with the health professional confirmed the device was "repaired" by the surgeon.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."